Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2017 with the following findings: during investigation, the keypad cover was found to be undamaged with all buttons unresponsive. The keypad cover was opened, and no contaminants were found under the contacts. The pump was opened, and moisture was observed on the keypad flex connector. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad to the case seal. The display was also found to be dim with reddish text.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.